Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the pharmacy technician that the hospital information technology (it) team was performing network maintenance at the time of the incident, impacting data crossover. After validation with the site, it was confirmed that system functionality had been restored and orders were successfully crossing over. The system functioned as intended when the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server all medication orders were not crossing over to the stations. The issue began approximately 5 minutes prior to reporting, and no orders were currently transmitting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.